Event description:
The surgeon wanted to release the advanta v12 in the arterial renalis. The stent was too loose pre-mounted on the balloon that it released without any inflation and floated in the aterial renalis. The stent was rescued with the use of a .018 guidewire and a 2mm balloon.

Manufacturer narrative:
The stent that was not on the balloon upon inspection had a 20 degrees curvature end to end. Minor blood staining was noted on the stent. The stent was not deployed. Considering the stent was retrieved with a .018 guidewire and was captured with a 2mm balloon catheter, the stent was in very good condition. The balloon had been completely inflated at some point during the procedure. The balloon was also very clean with no blood staining on its surface. The delivery system (the catheter and balloon) was inspected to verify that the product was properly crimped during mfg. When the product is crimped the struts from the stent impart permanent imprints upon the catheter that are a specific depth and shape. When the product was returned the crimp marks were identified which indicates that the stent was properly crimped onto the balloon. A review of the production lot history data from qc indicated successful passage of the lot qualification samples through a 7french cordis introducer sheath. With no additional procedural details, or the introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.